Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor had approximately 8 cases with the platinum cartridge where he noted a transparent "filament" type of substance coming out of the cartridge that was attaching itself to the trailing haptic during the implantation/delivery process. Once they changed cartridge lot number, without making changes to the surgical technique, this did not occur with the rest of the cases. The substance that came out of the cartridge with the intraocular lens was very fine, clear, wrinkled membrane-like (similar to capsule or descemet's). The doctor was able to use irrigation/aspiration to remove the substance out of the eye in each case. No additional information was provided to abbott medical optics. Note: 8 MDR¿s are being submitted for the 8 reported cases. This is MDR 5 out of 8.